Event description:
It was reported that customer experienced pump not accepting any cartridge fill level, leading to customer having no insulin. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.